Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: the returned device was subjected to a laboratory bubble point test. A leak was detected at approximately 10°, with the dialysate ports situated at 0° on the non-cavity ID end. After destructive disassembly of the dialyzer, a potted fiber fragment was identified.the fiber was horizontally positioned beneath the potting surface with part of the fiber exposed through the potting material. The fiber measured approximately 0.71mm. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. A lot history review was performed. During the review, there was one other complaint noted to be reported on the lot for an external blood leak with no report of an internal blood leak. The production record was reviewed, there were two approved temporary dns noted on the lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.